Event description:
Pt underwent cataract surgery in 2001, and implantation of a staar intraocular lens, model aq-2003v in the left eye. During the insertion process, the trailing haptic tore. The incision was enlarged to remove the torn lens and there was vitreous loss. The lens was removed, and anterior vitrectomy was performed and an another lens was implanted. Preop "va" was 20/30 postop "va" was 20/70. Prognosis is: "pt is improving and will return for routine postop exam." Postop medications were prescribed.